Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels. The customer's blood glucose level ranged from 194 to 525 mg/dl. The customer was treated by the doctor with a manual injection. During troubleshooting, the customer found 1 champagne sized bubble. The customer stated there have been bubbles before. The customer declined to perform the high pressure test. The customer was informed that the device was working as designed and nothing was replaced or returned.